Event description:
The customer tested her blood glucose using her contour meter and a fast take meter. The contour read 424 and 361 mg/dl, while the fast take meter read 150 and 200 mg/dl. The difference between some of the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also performed control tests while troubleshooting and received results of 264 and 250 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The strips are to be returned for evaluation. A new contour meter kit was sent to the customer.